Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, and check syringe size sensor was performed. The customer's reported problem was confirmed. According to the investigation, the pump syringe size sensor value stuck and did not change with position of the barrel clamp and the chip on the back of the main board was broken off. Service's replaced the right plunger case due to physical damage greased and calibrated and ran all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench-testing of this smiths medical medfusion 4000 pump, the pump did not read the syringe size and had damaged top case. It was reported that there was no patient involvement.